Event description:
During a routine pump refill, it was determined that the device 'was in the process of failing" and needed to be replaced, the physician warned the patient of the dangers of pump failure. The surgery was scheduled for 2008, after the patient's return from vacation. The pt left for a vacation and by that evening went to bed feeling very ill. It was indicated that the pump failed at around midnight of that night. The patient could not walk and lost cognitive thinking; she was taken to the emergency room. The patient was transferred to another hospital's intensive care unit on a friday evening. The patient was heavily sedated until saturday night when she received a new pump. The patient could not remember anything until that monday. The patient was discharged 4 days after surgery and was able to travel back home in good condition. The patient indicated that looking back, she actually began experiencing withdrawal symptoms 6 weeks earlier (specific symptoms were not provided). The concentration and daily dose of baclofen being delivered via the pump were not provided.

Manufacturer narrative:
The serial number is included in the range for the synchromed el pump motor stall due to gear shaft wear manufactured beginning september 1999 physician communication (dated august 2007).

Manufacturer narrative:
The main device, other components include: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. Product ID: neu_unknown_prog, product type: programmer, physician. Describe event or problem: updated to incorporate information received on 2017-feb-03. Model #/lot #: updated to include current UDI status. (B)(4) coded instead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
<(><<)>Event description> 4/24/2008: patient reports pump failure leading to severe withdrawal; pump replaced. On 2008-apr-24 358006_MDR_629589_1_neu (other-MDR): information was received from a patient who was receiving baclofen at an unknown co ncentration and dosage via an implantable pump for intractable spasticity and other spasticity. On 2008-apr-24, it was reported during a routine pump refill, it was determined that the device `was in the process of failing' and needed to be replaced, the physician warned the patient of the dangers of pump failure. The surgery was scheduled for (B)(6) 2008 after the patient's return from vacation. The patient left for a vacation and by that evening went to bed feeling very ill. It was indicated that the pump failed at around midnight of that night. The patient could not walk and lost cognitive thinking; she was taken to the emergency room. The patient was transferred to another hospital's intensive care unit on a friday evening. The patient was heavily sedated until saturday night when she received a new pump. The patient could not remember anything until that monday. The patient was discharged 4 days after surgery and was able to travel back home in good condition. The patient indicated that looking back, she actually began experiencing withdrawal symptoms 6 weeks earlier (specific symptoms were not provided). The concentration and daily dose of baclofen being delivered via the pump were not provided. On 2017-feb-03 crts 3511780 (con): information was received from a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity and other spasticity. On 2017-feb-03, it was reported that the patient was not sure if the pump battery failed approximately two days prior to their pump replacement on (B)(6) 2008 or not. The patient noted that they were on vacation at the time and were placed in the ICU for monitoring prior to the pump replacement. The patient also noted that their pre-existing spasticity before the pump was ¿bad¿ and the pump changed their life in a good way. Replacement of the pump resolved the issue.